Manufacturer narrative:
H11: the investigation, based on a detailed analysis of the cockpit log files, suggested that the event was related to a specific touch screen control processor (tscp) board failure caused by a memory violation. Furthermore, from the cockpit log files analysis, it came up that the affected hlm system was not upgraded to the latest sw version. Consequently, the affected system was flashed to the latest software version hlm.1.5.1. The complaint database was reviewed over the past 24 months, covering all installed hlm systems globally. No adverse and concerning trends about the reported failure mode have been observed, confirming the isolated nature of the incident. Based on the evidence collected, the root cause of the event was an isolated human error during the software flashing process. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the essenz cockpit screen went black after the user changed the heater/cooler temperature setting from the cockpit itself. The devices showed "last case" option and customer pressed on it, then cockpit returned functional. Electronic gas blender was shut off, and customer needed to turn it on manually. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.